Event description:
Per document received from the attorney, patient underwent a surgery in 2004. The patient now alleges that they are injured as a result of wearing a stryker painpump. No information has been provided as to the type or extent of this injury.

Manufacturer narrative:
The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.